Event description:
Following a catheterization procedure (type unk), an angio-seal device was placed in a pt's groin. Approx one week later the pt presented with a 3cm occlusion at the puncture site. An endarterectomy was attempted and failed; a femoral to femoral bypass was performed instead. The surgeon reportedly identified the anchor to be adhered to the wall of the superior femoral artery (4mm to size). Significant peripheral vascular disease was also identified at that time. As of 10/1/98 there has been no further info to the MFR regarding complication or pt sequelae.